Manufacturer narrative:
This product has not been returned; therefore, a technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how this product may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the shock impedance of this right ventricular (rv) lead has been rising, over the past year. The current measurements were reported as high, out of range. The lead was surgically abandoned during the associated device replacement. Another rv lead of different model type, was successfully implanted and no resulting adverse patient effects were reported.